Event description:
It was reported that when using the bd pyxis¿ es server, had unable to login to the pyxis server and the website not loaded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E1: initial reporter facility: (B)(6) hospital. Upon investigation of the actual device used in this incident, it was determined that the pyxis server was down and all pyxis was in critical override mode. The technical support specialist (tss) connected to the server, verified admit discharge transfer (adt) message flow, and checked the carefusion coordination engine (cce) and found the issue started with downtime of the maag san diego server, most devices started to communicate on their own after the server issue was resolved, then the database synchronization service was restarted for the affected devices manually. Then, the tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.